Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Internal insulation abrasion was found between 7.1cm to 11.9cm from the tip. External insulation abrasion was found at 39.2cm to 39.6cm and 39.4cm to 39.5cm from the distal tip consistent with friction to another device. The etfe insulation was intact at these locations.